Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause was determined to be samsung a15 devices with knox mdm software running on android os 14. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause could not be determined. No injury or medical intervention was reported.